Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A failure of the lockout reservoir valve seating operation was noted with the reservoir. It was determined that foreign material (tissue) was noted inside the poppet of the reservoir. A separation was noted on the inlet tube of the reservoir, near the strain relief junction. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. It was concluded that the foreign material noted in the poppet of the reservoir resulted in the failure of the lockout reservoir valve seating testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system as a result of the separation noted in the reservoir inlet tube. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and revised on (B)(6) 2022 due to tubing leakage. Additional information received indicated that the leakage was noted at the pump body and the reservoir strain relief.